Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 40 mg/dl with no symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient primed while attached after receiving a loss of prime warning and 1.5 and 1.8 units of insulin were infused into the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia related to a use error in priming while attached to the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: the alarm history confirmed one auto off alarm on (B)(6) 2014 at 06:51; the prime history showed that the pump was next primed on (B)(6) 2014 at 08:28. There were no auto-off alarms observed in the black box due to continued use of the pump. There were no valid loss of prime warnings observed in the black box. The total daily doses added up correctly. The pump passed a delivery accuracy test and was found to be delivering within required range. An auto-off alarm was reproduced on the bench for testing purposes; the pump gave the appropriate audio and visual ¿auto-off no delivery¿ alarm. A rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.